Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of a cracked transducer receptacle: this even was caused by a component failure of the transducer receptacle. Based on the results of the investigation, it is likely the following led to the malfunction of failure to emit a "no probe error" without a probe: this even was caused by a component failure of the control board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lithotripsy system did not emit a "no probe error" when without a probe; it was further reported that the transducer receptacle was damaged. There was no patient involvement.